Event description:
It was reported that the unit would not turn on. Patient involvement unknown.

Manufacturer narrative:
Date of event and UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: d10 and h6 updated. Device evaluation: one device was returned for investigation in used condition. The device was missing the drain tube and the power switch was not working as expected. Device was plugged into a power source and was attempted to be turned on. Device did not turn on, confirming customer complaint. It was found that the connection between the power switch and the printed circuit board was damaged. The device is beyond economical repair and will be scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.